Event description:
It was reported that while using bd vacutainer® lithium heparinn 75 usp units blood collection tubes that there the stopper creep out or there was a loose closure/leakage. The following information was provided by the initial reporter: when customer transport sample tube from collection room to lab, the closure of some heparin tube auto push out from tube part lead to blood into tube spilled out.

Manufacturer narrative:
H.6 investigation summary bd had not received samples, but three (3) photos were provided for investigation. The photos were reviewed and the indicated failure mode for stopper pop off with the incident lot was not observed. One hundred (100) retention samples from bd inventory were evaluated by visual examination with the hemogard closure assembly correctly assembled and placed on the tubes. There were no cocked stoppers identified that would cause the hemogard closure assembly to not be applied correctly. Additionally, ten (10) retention samples from bd inventory were evaluated by functional draw testing and no issues were observed relating to stopper pop off as all samples met specifications. There were no issues with the hemogard closure assembly being loose or separating during or after the draw testing was completed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.